Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va08t0c, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that they experienced symptom return and loss of efficacy over time. It was indicated that the patient had some falls in the past year prior to the report that may be related to the issue. It was noted that the office staff performed multiple reprogramming. The rep performed an impedance test that showed that all impedances were within normal range. The x-ray did not reveal obvious lead migration. However, the lead placement was optimized by surgically replacing the existing lead with a new lead on (B)(6) 2017. The issue was resolved at the time of the report. There were no further complications reported as a result of this event.